Event description:
It was reported that during an open cholecystectomy procrdure, the clip was malformed at the 2nd firing. There was a gap between the fired clip. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor was the trainee doctor and was not used to the device, but the advising doctor was used to the device. The device was not fired across something hard such as a clip. The device was fired a few times after the operation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 2nd. What vessel or structure was the device fired on at the time of the event?---around the cholecyst. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. The analysis results found that the device was returned in good visual condition with seven malformed clips inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clip as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.